Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient doesn't feel the fluttering of the device so they tried to connect with the device and found out that therapy is on the maximum level on program 3, but they didn't change stimulation settings. They stated that the therapy has been changing by itself over time. Patient stated that their maximum amplitude is 0.9ma and that they can't go any higher. The patient rep stated that the patient was "having problems" which led them to adjust stimulation. Agent redirected patient to hcp for to further discuss stimulation adjustments and changes in symptoms, patient stated they have an appointment tomorrow.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2j7u8 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). When asked the cause of the stimulation output issues, the hcp stated the most likely cause was due to a lead migration. The cause of the max setting being reached was unknown. To resolve the issues, the patient was scheduled for a lead revision on (B)(6) 2024. The issues have not yet been resolved.